Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer reverted to an alternate method in insulin therapy. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report, the customer did not treat bg and stated that healthcare provider would be contacted to obtain dosing amount for manual insulin injections.